Manufacturer narrative:
(B)(4).

Event description:
Patient's daughter contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. Dexcom representative advised patient's daughter to reset the device which was unsuccessful for the reported issue. No additional patient or event information is available.